Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump was over-delivering. The customer experience decreases in the blood glucose value and it was treated with food intake. Troubleshooting was performed and found that the pump was exposed to the magnetic field. It was also found that the pump did not pass the steps in the displacement verification table. No harm requiring medical intervention was reported. The customer will discontinue using the pump and the pump will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S/w = 4.11 e. Retainer ring = black . Case type = ngp . Customer complained on 01-dec-2022 the pump is over delivering, exposed to magnetic field or MRI, and is experiencing low bg. Unit passed displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test, and displacement accuracy test. Unit passed dat test at 0.0874 inches. The p-cap/reservoir does lock properly. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Verified in pump history, no bolus not delivered alert on event date. Total daily bolus delivered on 01-dec-2022 is 14.2 u. Pump was cut open to perform visual inspection and found physical damage on the pcba 1, pcba 2, and motor. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Customer alleged for the pump under delivery was not confirmed. Unable to confirm low bg. Exposed to magnetic field or MRI not confirmed. Moisture damage confirmed at the pcba 1, pcba 2, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.